Manufacturer narrative:
Date sent to FDA: 9/10/2020. Additional information: a1,d6,e1. Additional b5 narrative: it was reported that the patient underwent hernia repair surgery on (B)(6)2010 and mesh was implanted.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 08/10/2020 corrected information: d4 additional information: h4, h6 - method codes additional information was requested and the following was obtained: if in your possession, may we have a copy of your operative report(s)? Does ethicon have your permission to contact your surgeon(s), in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? I had two different hernia procedures using mesh products. The first company did a thorough assessment of my medical operative reports and concluded that their mesh is not the cause of my injuries. I am asking that your company do the same. I have my medical reports and will send you copies to review and the medical assessment done by the other company. Please give me the address where to send. I will send it priority or express mail next week. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report(s)? Does ethicon have your permission to contact your surgeon(s), in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and the mesh was implanted. It was reported that the patient had problems ever since mesh was implanted. It was also reported that the patient suffers from wound reopening, drainage, doctor visits, hole in stomach, wound care, 90 percent of mesh has been removed.